Event description:
The pt was determined to be in cardiac arrest. Quik-pak. Pacing / defibrillation / ECG electrodes were placed on the pt, and the device was powered on. Reportedly, the device did not function as expected. The basis for this report is not clear. The pt was not resuscitated. A physician at the scene indicated pt outcome was not affected by the use, due to a lack of pt viability.

Manufacturer narrative:
Other - medtronic observed proper device operation through full performance and functional testing.